Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis revealed the inner tubing kinked/buckled; the full lead was returned. A stylet can be inserted to the tip, however a slight resistance can be felt at 7.5 cm and the inner tubing is buckled at that point.

Event description:
It was reported that during implant attempt, several stylets would not advance to the end of the lead. The lead was not used. No patient complications have been reported as a result of this event.